Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was received at our f&p healthcare regional office in (B)(6), and was visually inspected. Our analysis is accordingly based on the information and photographs provided by our regional office, and our knowledge of the product. Results: the photographs revealed that the evaqua expiratory limb sustained multiple round holes. Holes were also observed at the bottom part of the packaging bag. Conclusion: the expiratory limb was punctured with a sharp object, as shown on the photographs provided; however, we were unable to determine where the damage occurred. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specification before it was sent to packing station in the production line. Our user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor in (B)(6) reported to a fisher & paykel (f&p) healthcare field representative that the expiratory limb of an rt380 adult dual heated evaqua2 breathing circuit was leaking. This was observed before use on a patient.